Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver had a broken wire. There was no report of patient involvement or no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained following additional information: the instrument was inspected before use. The instrument did not touch other instruments during procedure. The procedure was completed with the same instrument with no reported injury. The issue was identified in central processing (sterilization) before sterilization. The reporter stated that they always inspect all the instruments before reprocessing.

Manufacturer narrative:
The large suturecut needle driver instrument has been evaluated by the failure analysis engineering team. The instrument was found to have a frayed grip cable at the corner feature near the crimp on both sides of the grip assembly. There were additional frayed cable strands that stuck out at the grip hub. Some filaments of the cable were frayed, but the cable was not fully broken. The instrument had 6 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cables did not exhibit any abnormal sharp edges or damage that would have contributed to the cable fraying. A review of manufacturing history indicated no related non-conformances. The location of the fraying suggests that the cable experienced friction from the corner feature near the crimp that resulted in the cable fraying over time and use. This friction may be caused by the cable slipping out of its track when the grips are at the max yaw position and then being pulled back in when moved to the opposite yaw position. Max yaw position can only be achieved off the system, such as during reprocessing, as yaw position is limited when in use on the system.

Event description:
Refer to h10/h11 for follow-up information.